Event description:
It was reported that during a cryoablation procedure, the physician observed a leaking valve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files were returned and analyzed and didn¿t show any issue or system notices. Upon visual inspection of sheath 4fc12 / 81712-78, results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.